Event description:
The manufacturer received information alleging a ventilator required rebooting when the device sounded an alarm. There was no report of patient harm or injury. The device was evaluated by the manufacturer's service center. A review of the device's downloaded error log confirmed the customer's complaint. The power management board was replaced to address the issue.